Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 23-jun-2026. The unit was received with a reported system error, confirmed with the contaminated zeolite. Incoming internal 02 measured 78.7% and external 02 measured 81.4%, both below specification. The issue was identified as high psa (9) caused by zeolite contamination from moisture absorption. The uip and housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit had an error message and stopped providing oxygen. As a result, the patient's legs got numb while they were walking. Replacement columns were sent to the patient, but that did not resolve the issue and a replacement unit was sent. The inogen team attempted to contact the patient for further information three times with no response.